Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. The display screen was scratched.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the display on the insulin pump went blank. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.